Event description:
It is reported that when the surgeon removed the device after union, it was observed that the femoral nail had fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.